Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a1, a4, a5, and a6: no information provided. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a patient was connected to an aestiva 7900 when it was alleged the patient could not be ventilated with the ventilator or manually with the bag. It was reported the patient desaturated. The level of desaturation was not provided. Clinical staff initiated resuscitative measures and patient blood pressure, pulse, and oxygen level were restored. The patient was placed on a different anesthesia machine to proceed with the case. The patient was discharged to the orthopedic ward where a rib fracture believed to have been suffered during chest compressions during resuscitation efforts was observed. The patient is reported to have recovered.

Manufacturer narrative:
Ge healthcare¿s (gehc) investigation has been completed, and the root cause could not be determined. The customer declined to provide the logs for analysis, and the ge healthcare field engineer found no abnormalities with the system. The potential root causes and contributing factors include insufficient oxygen delivery due to a missing or unconnected oxygen supply or a facility oxygen supply issue, and/or insufficient ventilation due to leaks in the patient breathing circuit or accessories. Patient-related and anesthetic-related factors can also lead to cardiovascular collapse following induction of anesthesia. However, there is insufficient information to determine the root cause. The risk analysis determined that no additional mitigations are available to reduce the risk, and the risk has been reduced as far as possible. No further actions are planned by ge healthcare.